Event description:
It was reported by the patient's wife that they would like to know what stryker's policy is regarding serial numbers for implants used in reconstructive surgery. The reporter states of the eleven pieces implanted in her husband, only one had a serial number and the rest did not. The reporter is concerned because her husband has suffered from infection as a result of these implants.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Stryker has to trace lot till they sale the product. The healthcare facility has to know which lot was implanted; it¿s not a responsibility of the manufacturer to ensure the patient traceability. However, the operative report was provided and reviewed. It has been identified that an expired product has been used for the surgery. The affected product is not a stryker device. All stryker devices used for this surgery were provided non sterile, therefore it's under healthcare facility to ensure the product has been correctly cleaned and sterilized. Therefore this case is classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported by the patient's wife that they would like to know what stryker's policy is regarding serial numbers for implants used in reconstructive surgery. The reporter states of the eleven pieces implanted in her husband, only one had a serial number and the rest did not. The reporter is concerned because her husband has suffered from infection as a result of these implants.